Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 572 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the hospital on 09/30/2021 with no permanent damage. Reportedly, the pump could not be charged. Reportedly, the customer continued to use the pump for insulin therapy.